Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excrutiating pain in abdomen') in a 33-year-old female patient who had essure (batch no. C03094,c03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malfunction of the essure deployment mechanism". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included nickel sensitivity and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("full body aches"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dermatitis contact ("thinks it's due to nickel allergy/nickel allergy rashes") with pruritus, fatigue ("fatigue/chronic fatigue"), menorrhagia ("two week long gushing blood period/menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced mood altered ("mood changes") and libido decreased ("decreased sex drive"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain had not resolved, the dermatitis contact, fatigue, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, pain and vulvovaginal pain had resolved and the mood altered, libido decreased, dyspareunia, vaginal discharge and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, dermatitis contact, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, libido decreased, menorrhagia, mood altered, pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Reported lot numbers 303095 and 303094 are not valid. Batch no c03094, production date 2013-12-06 , expiration date 2016-12-31. Batch no c03095 , production date 2013-12-07, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruciating pain in abdomen') in a (B)(6) female patient who had essure (batch no. 303095; 303094, c03094; c03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malfunction of the essure deployment mechanism". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included nickel sensitivity and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("full body aches"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("thinks it's due to nickel allergy/nickel allergy rashes") with pruritus, fatigue ("fatigue/chronic fatigue"), menorrhagia ("two week long gushing blood period/menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced mood altered ("mood changes") and libido decreased ("decreased sex drive"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain had not resolved, the allergy to metals, fatigue, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, pain and vulvovaginal pain had resolved and the mood altered, libido decreased, dyspareunia, vaginal discharge and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, libido decreased, menorrhagia, mood altered, pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment. Both lot numbers reported 303095 and 303094 are not valid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. The batch numbers 303095; 303094 referred in the ae case are according to the rqu invalid. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither valid batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 17-jul-2019: all source document information, events, reference section and reporters were added to this case from duplicate case: (B)(4). Pfs received. Essure lot number added. Events added: mood changes, decreased sex drive, abnormal bleeding (general), abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, full body aches, vaginal pain, tubal spasm and malfunction of the essure deployment mechanism. Event clubbed: two week long gushing blood period/menorrhagia. Event pt updated: rash head to toe and itching/full body itching. Event outcome updated for: nickel allergy, menorrhagia and fatigue/chronic fatigue. Lab data, reporters and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.